Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels of approximately 60 mg/dl disorientation, and dizziness; cause was unknown. Reportedly, the customer required assistance from parent and coworker to treat bg level via glucose tablets and consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.